Manufacturer narrative:
(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. Investigation summary: the device was visually inspected and no physical damage observed. During a second closer inspection, a hole on the pebax with reddish material and internals parts exposed were found. The magnetic and force features were tested and no issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted a hole on the pebax. Initially, it was reported that immediately after starting ablation, the contact force became hi. The cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient consequence. The high force was assessed as not reportable. This issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on february 19, 2020 a hole on the pebax and reddish-brown material inside the pebax. The hole on the pebax was assessed as a reportable issue. The awareness date of this lab finding is february 19, 2020.